Manufacturer narrative:
Suspected brand names: extension sets with one-link needle-free lv connector and one-link neutral luer activated device. Suspected catalogue #: 7n8301 and 7n8399. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leakage of blood was observed from a loose connection on an unspecified baxter access set. The leak was discovered during intravenous (IV) infusion therapy. The user was able to tighten the connection and resume infusion therapy. The customer did not specify the volume of blood lost. There was no report of patient injury or medical intervention associated with this event. No additional information is available.